Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient has a planned revision surgery on (B)(6) 2025 due to open impedances on all four leads. The patient's remote control also had a red light appear. The x-ray confirmed that the lead appeared to be kinked. No further patient complications were reported.

Event description:
It was reported that the patient had revision surgery due to open impedances on all four leads. The patient remote control also had a red light appear. The x-ray confirmed that the lead appeared to be kinked. No further patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 UDI for concomitant product, neurostimulator: (B)(4). This report is being filed for a correction to block (b5) incident description and block h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.